Manufacturer narrative:
(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd extension set was occluded the following information was received by the initial reporter with the following verbatim: description of problem: lipids had not been stopped, started alarming "occluded". Filter was changed and occlusion resolved.

Event description:
No additional information was provided. Material#: 20129e, lot# :23099411. It was reported by the customer that the lipids had not been stopped, started alarming "occluded". Filter was changed and occlusion resolved. Verbatim: item description: tube IV ext w/ filter 1.2 mi, lawson# 221308, mfg# 20129e, lot# (10)23099411, qty: 1 ea, po #613749. Description of problem: lipids had not been stopped, started alarming "occluded". Filter was changed and occlusion resolved. Customer account #(B)(6). Follow up: yes, we have a sample to return for evaluation. The event date is 12/07/23.

Manufacturer narrative:
It was reported by the customer that the lipids had not been stopped, started alarming "occluded". No product or photo was returned by the customer. The customer complaint of flow issue - blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.